Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device does not work, was confirmed. It was found that the motor was corroded, that there was a cut in the motor cable, the locking ring of the drill mounting mechanism does not close properly and that the resistance values of the keypad of the hand control set were out of range. Further, the device was also found to be leaky. The motor, motor cable and the hand control set were replaced, the defective drill mounting mechanism was repaired, and the device was tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is one possible root cause responsible for the issue reported by the customer. User mishandling of the device is the most probable root cause for the physical damage to the motor cable and would have caused the locking ring to not close properly. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the leakage of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/14/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w hand control device did not work. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism on the device did not close properly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.